Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. We found that the locking lever of the video connector broke down. When we connected our camera head to the subject device and shook the video plug of the camera head slightly, image noise, abnormality in color and color bar were confirmed on the monitor. There were no abnormalities in the long duration test without moving the camera head and the test of on - off operation. As a result of the investigation, it was presumed that a contact fault between the video plug and the video connector socket occurred due to the breakage of the locking lever of the video connector. The locking lever might break down since the video connector was pulled out without pressing the locking lever when pulling out the endoscope or the camera head from the subject device. The instruction manual states the proper handling method of the subject device and the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The image was distorted, the color bar and vertical lines were displayed and the image went white. The user changed the subject device and continued the procedure. There was no patient injury reported.